Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the screen was black and offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height drawer 2.1 on the 5-volt circuit side did not have the correct resistance (ohms) and disconnected until a replacement board could be obtained. A field service engineer swapped out the drawer controller board to resolve the issue and the customer verified its operation. The system functioned as intended after the field service engineer repaired the device.